Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. A root cause could not be identified. Based on the investigation results, no malfunction was detected, and the most probable root cause could not be established. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had error code b40. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.